Event description:
It was reported that during an acl procedure, one (1) footprint ultra peek suture anchor 5.5 could not be driven in properly and ended up fracturing during the insertion. All the broken pieces were successfully retrieved from the patient with the help of tweezers. The procedure was resumed, after a delay less than or equal to 30 minutes, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the inner shaft of the device extends distally beyond the outer shaft. The tip of the inner shaft is bent. The picture does not include the anchor. No breakage was found a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause of the bent inner shaft not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed this event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the actuator bar fully extended and bent almost 90°, no suture or anchor fragments were returned. There is biological debris on the returned device. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. An image evaluation was performed and found the inner shaft of the device extends distally beyond the outer shaft. The tip of the inner shaft is bent. The picture does not include the anchor. No breakage was found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A definitive root cause for the bent shaft could not be determined. Factors that could have contributed this event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.